Manufacturer narrative:
Per the clinic, the patient was hospitalized (duration and date not reported) for an administration of IV antibiotics (duration and date not reported). Device analysis report attached. This report is submitted on december 28, 2023.

Manufacturer narrative:
This report is submitted on december 11, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site which leads to extrusion of the receiver/stimulator (date not reported). Subsequently, the device was explanted on (B)(6) 2023. There are plans to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.